Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the mildly tortuous mid left anterior descending (lad) artery. A progress 40 guide wire was placed. The 2.5x20mm trek balloon dilatation catheter (bdc) was unpackaged with no resistance noted during removal of the protective sheath. The trek bdc was soaked and prepped before use with no issue or leak noted during preparation. The trek bdc was successfully advanced to the target lesion for pre-dilatation; however, the balloon ruptured at 4 atmospheres (atm) and the bdc was removed without reported issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A new 2.5x20mm trek bdc was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.